Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first day of ilet use experienced sustained hyperglycemia with meter readings reported as ¿high¿ (approximately 600 mg/dl), believed to be related to infusion/supply issues after a recent set change; the user removed and discarded a teflon inset prior to contacting support and performed multiple meal announcements in an attempt to lower glucose. Symptoms included hyperglycemia. Outcomes included remote troubleshooting and education, including a guided full supply change and counseling to avoid insulin stacking after a self-administered 8-unit manual injection; no emergency care or hospitalization occurred. Investigation included review of device data indicating prolonged elevated glucose and assessment of infusion set function through a complete supply change. Investigation of this case revealed no device malfunction identified and a probable infusion set or cannula delivery issue consistent with ineffective insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with suspected infusion site or supply-related insulin delivery failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.